Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The catheter sheath was torn/split approximately 14cm from the strain relief. Blue fibers were noted entwined around the coil approximately 22cm from the strain relief. The burr was microscopically examined and found no issues with the annulus of the burr. The burr was within specification. The handshake connection of the catheter sheath was attached to a test advancer unit and no connection issue was noted. The catheter unit could not be functionally tested due to the torn/split sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿ and the dfu also states that ¿the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement¿. No blue fibrous material is used in the clean room in the manufacture of this device. The gowns used in the clean room are of non-fibrous material and lint free wipes are used in the clean room. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that a rotalink burr was defective. A 1.25mm rotalink burr was noted to be broken and defective. Additional information was requested but not available. However, returned device analysis revealed a torn/split catheter sheath and blue fibers entwined around the coil.